Event description:
It was reported that the pump was refilled with a change in the drug concentration. Following completion of the bridge bolus, and after the new drug entered the patient's system, the patient experienced a "cardiac event." No further information was provided. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: "cardiac event".